Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction no image would likely be water invasion, and for the malfunction power cannot be turned on, no probable cause was identified. The event can be prevented by following the instructions for use which state: do not soak in water, autoclave, or gas sterilize the high-definition lcd monitor. These methods will damage this instrument. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of device not turning on and device flooded were confirmed; the device was noted to not produce an image. The following additional findings were also noted: screen scratched, inoperability of front panel, whole device corrosion, and liquid crystal display panel failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during preparation for use of their high definition lcd monitor device in an unspecified procedure, the device would not turn on, and the equipment was discovered to be flooded. There were no reports of patient or user harm associated with this event.